Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead impedances were greater than 3000 ohms when connected to a new device. The physician decided to leave this lead in unipolar pace/bipolar sense since the patient is (B)(6) years old.